Manufacturer narrative:
Additional information: a review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product.

Manufacturer narrative:
Results: 7 returned photos were evaluated of the incident. All the photos showed the defect as ¿leak¿, in the gate of the tube. Bdj received an actual sample and confirmed that small amount of blood was leaked from its bottom. The bottom of tube was discolored to white and looks damaged. Conclusion: upon evaluation of the customer photos, the customer¿s product issue was observed during visual evaluation of the 7 photos. When tubes are being injection molded there is the potential for plastic to stick in the cavity of the mold. When this happens the machine will give another shot of plastic, which will burn the plastic that is stuck in the mold. When it cools the second shot can potentially be bumped off. There is an alarm for this, but if the parameters (cushion limits) are set too wide the alarm will not sound.

Event description:
It was reported that bd vacutainer® venous blood collection tubes leaked from the bottom of the tube which was discolored. No injury or medical intervention reported.